Event description:
It was reported that the patient had been diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 37 mmol/l (666 mg/dl). The patient's nurse reported the event and alleged that the controller appeared to not be delivering insulin and there was an issue with the settings. The patient wore one pod and bg levels continued to rise and the pod was changed. After the pod was changed, the patient's bg levels continued to rise. The patient had an appointment at the clinic and was diagnosed with dka. The nurse did not provide any information regarding treatment provided to the patient. A replacement device has been sent to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states that the user is having high bgs while using the system and that the device did not alarm the customer. The case description states that the system switch to limited mode. The physical controller was received for investigation. The android log files were downloaded and inspected. Inspection of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) audit data showed that the automated glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egvs) and user inputs. All boluses programmed by the user were successfully delivered and completed. The system was found to function as intended. The controller was able to successfully pair with a pod and pass all insulin delivery tests. The bolus calculator functioned as expected and all boluses were successfully programmed and delivered. The controller was able to switch to automated mode and properly adapt to blood glucose (bg) inputs from a continuous glucose monitor (cgm) emulator. No problems were found with the returned device. The notifications showed that the customer was notified that the bg values were high. The engineering logs were inspected on the date of occurrence. The system was found to maintain in the automated mode, and did not transfer to limited mode.